Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event occurred due to a procedural complication during the surgery. During resection, cutting and coagulation, a detonable mixture of gaseous hydrogen (h2) and oxygen (o2) ¿ also called oxyhydrogen ¿ is formed by the thermal decomposition of the irrigation fluid. Activating the high frequency current while flammable gases are present may cause the gases to ignite or explode. This can result in bladder perforation or puncture, exogenous burnings, or other injury. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that at the end of endoscopic surgery for transurethral resection for prostatic adenoma (weighing around 50 gm) a violent intravesical explosion of a probable gaseous nature occurred during the use of clot current. The procedure was immediately stopped, and exploratory laparotomy was required, revealed endo peritoneal laceration of the bladder. Reportedly, the bladder was completely ruptured with bleeding and intravesical displacement of intestinal loops with some ecchymosis. As such, complex exploratory surgery was performed to repair the bladder. Post surgery, the patient was transferred to the intensive care unit for further care. Upon follow-up no additional information could be received regarding the patient's current condition. There was 6 devices involved in this event reported under the following patient identifiers: related patient identifier # (B)(6), hf unit "esg-400", model- a42021a, serial # (B)(6). Related patient identifier # (B)(6), outer sheath, 8.5 mm / 26 fr., 2 stopcocks, rotatable, model- wa2t430a, serial #(B)(6). Related patient identifier # (B)(6), telescope "oes elite", 4 mm, 30°, hd, autoclavable, model- wa2t430a serial # (B)(6) (this report). Related patient identifier # (B)(6), resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs, model- a42011a, serial # unknown. Related patient identifier # (B)(6), working element, passive, for resection in saline, model- wa22367a, serial # unknown. Related patient identifier # (B)(6), hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis model- wa22306d, serial #(B)(6).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.